Manufacturer narrative:
A supplemental report is being submitted for correction. Regulatory report: (B)(4) should have had "additional information" listed as the reason for follow up and if follow-up, what type? Should have had "additional information" and "correction" checked. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary, annex c and d codes, and recall correction number. Product event summary: the zvchg fet disables the charge and discharge fets, rendering the battery inoperable. This is an additional observation not related to the reported event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed zvchg fet has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6), h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Device available for evaluation?, returned to manufacturer, device evaluated by manufacturer?, and component code(s) were updated. Serial # corrected from (B)(6) to (B)(6). Expiration date corrected from 05/31/2020 to 04/30/2020. Unique identifier (UDI) # corrected from (B)(4) to (B)(4). Device manufacture date corrected from 05/31/2019 to 04/29/2019. Additional manufacturer narrative also updated for additional product. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: (B)(6), d9: yes, return date: 06-may-2021 h3: no, device evaluation anticipated, but not yet begun yes dev rtn to MFR? Yes delete if no h6: img code(s): g0403401, g02013, g04034 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for device evaluation and correction. Correction to additional products: d9: from yes, return date: 06-may-2021 to 04-may-2021 dev rtn to MFR? From yes, delete if no. To yes product event summary: one (1) controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection revealed that the battery connector was worn out; no damaged pins were observed within the battery connector. The observed damage did not affect the functionality of the device; the battery was able to properly connect to the test controller. As a result, the reported battery bent pin event was not confirmed. Functional testing revealed that the battery was inoperable, unable to charge or supply power to a controller. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Further investigation using a representative sample revealed that the observed zvchg fet can be replicated by exposing the battery to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. This is an additional observation not related to the reported event. The most likely root cause of the observed zvchg fet can be attributed to an esd event. CAPA (B)(4) is investigating battery failures related to esd. Failure analysis of the returned controller revealed damaged pins within power port one (1). The damage pins do not allow a power source to connect to the controller. As a result, the reported controller pin damage event was confirmed. The most likely root cause of the reported damaged power port pins can be attributed to a misalignment between the power ports and a power source output connector. The most likely root cause of the damaged battery connector can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Additional products: bat905783. D9: yes. Return date: 04-may-2021 h3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): b01. H6: FDA results code(s): c07, c0302. H6: FDA conclusion code(s): d11, d06. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery had a bent pin. The battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B5 description of event was corrected to indicate that the battery had a bent pin. The battery was removed from service. H10 corrected to include (B)(6) as an additional product. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 24-oct-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a040609 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had pin damage. The controller was exchanged. No patient complications have been reported as a result of this event.